Manufacturer narrative:
Device not returned to manufacturer.

Event description:
The physician deployed the first stent (2.5x12) in the mid circumflex artery. He did not post dilate the stent, after stent placement. The stent placement was over a bend. Both the lad and circumflex had substantial disease through out. He then wanted to stent the distal circumflex artery. As he tried to pass the 2.5x24mm stent through the first stent, he managed to strip the second stent off the catheter. The two stents were both retrieved with a snare. Patient is stable not with a partially open circumflex. The circumflex before the intervention had about 70% blockage. Additional information received on feb 28, 2018. The length of the lesion was at least 36mm. The site was predilated prior to stent implantation. There was diffuse disease. The stent that was dislodged wasn't manipulated during prep. Sheath: 6fr. Guide catheter size: 6fr guide jl4. The balloon wasn't partially inflated. The inflation device was in the negative position while being advanced and removed. Status of the patient: stable. The target lesion was not successfully treated.

Manufacturer narrative:
Type of reportable event was changed from "malfunction" to "serious injury"

Event description:
Information received on feb. 27, 2018: · the device problem occurred during the procedure. · the product was stored as per labeling. · there was no injury to patient.